Event description:
The analyzer produced a serum potassium result of 4.9 mmoi/l. The same sample was reported twice, and a 6.8 mmoi/l result was obtained both times. The laboratory did not report the initial 4.9 mmoi/l result, so pt treatment was not initiated, altered or stopped due to the potassium result.